Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system on site and identified the issue in amc motor. The fse stated that the system had 24v power supply and logic power led which does not light up. The fse replaced the robotic motion power supply (amc triple servo drive) in the l arm and performed movement calibrations and functional tests. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. The health impact code and evaluation method code were corrected.

Event description:
It has been reported to philips that, system would not start up. No harm has been reported to philips. Philips has started an investigation of this complaint.